Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as heavily calcified. It is likely that balloon material was damaged due to interaction with heavily calcified lesion resulting in material rupture during inflation.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous left circumflex artery that was 90% stenosed. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion and during the first inflation the bdc ruptured at 7 atmospheres. A new same size mini trek was used to dilate the lesion without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.